Manufacturer narrative:
The previous report indicated incorrectly that the device was a 5f mynx but the device is 6f/7f. Corrected information: the balloon of the 6f-7f mynx control vascular closure device (vcd) was ruptured during the preparation. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was used in an interventional peripheral procedure using a retrograde approach.&nbsp; the deployer¿s training status with the device was mynx certified.&nbsp; the device was prepped according to IFU instructions.&nbsp; &nbsp;the hospitalization was not extended as a result of the event and the patient recovered.&nbsp; &nbsp; patient information including the reason for the procedure were requested but were not available.;the device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant was observed in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection under high magnification revealed a radial tear approximately 5mm from the balloon neck. A product history review of lot f2103601, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint.&nbsp;;the reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined.&nbsp; based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The balloon of the 6f-7f mynx control vascular closure device (vcd) was ruptured during the preparation. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer¿s training status with the device was mynx certified. The device was prepped according to IFU instructions. The hospitalization was not extended as a result of the event and the patient recovered. Patient information including the reason for the procedure were requested but were not available. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant was observed in the manufacturing position. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection under high magnification revealed a radial tear approximately 5mm from the balloon neck. A product history review of lot f2103601, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Telephone number: (B)(6). The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
The balloon of the 6f-7f mynx control vascular closure device (vcd) was ruptured during the preparation. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer¿s training status with the device was mynx certified. The device was prepped according to IFU instructions. The hospitalization was not extended as a result of the event and the patient recovered. The device is expected to be returned for analysis. Patient information including the reason for the procedure were requested but were not available.